Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The greater 80% stenosed target lesion was located in the left anterior descending artery. A 2.50mm x 24mm promus element stent was advanced to treat the lesion. However, the stent struts were lifted. The procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.